Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that image blackout was due to faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed as the screen blacks out during startup, and the screen blacks out occasionally after the device was turned on due to defective circuit board and printed circuit board. In addition to the reportable malfunction documented in b5, the additional evaluation findings are as follows: scratched on the front panel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the lcd monitor had a black screen occasionally. The issue was found during an unknown diagnostic procedure. The procedure was completed using a similar device with no reported delay. The patient was not under anesthesia. There were no reports of patient injury or user harm, or death reported to olympus.